Event description:
A customer reported a cartridge change error with their pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support instructed the customer to inspect and clean various parts of the pump, including removing the cartridge and checking the o-ring, cleaning the pneumatic tap area, and following the on-screen instructions to reload the cartridge. The customer successfully completed the load process and was able to resume using the pump.